Event description:
The customer reported the ventilator was failing pre-operational testing. The device was not in use on a patient therefore, there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician reported during testing there were valve motor errors observed, which may result in a shut down of the device if function was lost during normal ventilation mode operation. The service technician replaced the power supply to address the finding. Performance verification testing was completed and passed to operating specifications.